Event description:
It was reported the distal tip of the catheter detached in the pt's renal pelvis following advancement of the catheter through the scope. Attempts to retrieve the detached tip were successful. No further details regarding the circumstances surrounding were available from the user facility. The device has not been received for eval and is being retained by the user facility. Therefore, no failure analysis was available.